Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, a solid and greyish material, which seemed to look like debris from the patient body that could not be removed was clogging the nozzle. There was no physical damage where foreign matter remained. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the bending section glue is worn out, the charged coupled device cover lens is scratched, the adhesive applied around the lenses shows wear and tear, there is a crease on the connecting tube, switch 1 button rubber has wear and tear, the universal cord is slightly wrinkled, the scope connector electrical contacts are slightly damaged, the biopsy channel is worn: no malfunction reported but coloring/scratch noticed inside the channel, and neither air nor water at the output of this endoscope was observed due to a clogged nozzle. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the endoeye flex deflectable videoscope had no water flow through the auxiliary water channel. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.